Event description:
2023-02-01: unit i9136 was returned to integrum with a report form stating that the axor ii has released from the abutment while walking. The reported date of experience is september/october 2023, however integrum was not informed prior to receiving the unit. No fall or injury reported. Manufacturing investigation performed; batch documentation for axor ii i9136 reviewed (docreg 012 507-00). No deviations found, the unit has been manufactured according to specifications. 2023-12-06: technical investigation performed, the reported issue could not be replicated, the unit passed the gripping function test. However, marks on the clamps indicate that the abutment has not been inserted all the way into the axor during use. Unit i9136 has previously been involved with a reportable case, reported to FDA in june 2023 as emdr 3011386779_2023_00120. Since this is the second time the same patient experiences issues with the axor ii falling off the abutment, and technical investigation has found no device problem in relation to the attachment function, it has been concluded that the most likely root cause is use error (not properly positioning the axor ii on the abutment during donning). Integrum will follow up with the cpo to ensure that the patient is donning the axor ii correctly and if needed, the cpo/patient will receive further training. Unit i9136 has been serviced and functionally tested according to specification with approved results.